Event description:
A report was received that the patient underwent an explant procedure for an unknown reason. Addition information was received that the reason for explant was due to patient was not getting needed pain relief. No further information has been obtained despite good faith efforts.

Event description:
A report was received that the patient underwent an explant procedure for an unknown reason.